Event description:
The patient's daughter reported that when the start button on the previously working remote monitor was pressed, it failed to power up and no telemetry was initiated. The monitor was replaced. No patient complications were reported as a result of this event. It was further reported that the monitor had been returned.

Event description:
The patient's daughter reported that when the start button on the previously working remote monitor was pressed, it failed to power up and no telemetry was initiated. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the output on the power supply was out of specification low. The monitor was unable to power up with this power supply.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.